Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. . Device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle medical records received. After review of medical records, patient was revised to address metallosis and loose femoral stem. During clinical visits, patient has mild leg length discrepancy, scar and pain on exam and radiographs revealed eccentrically placed metal liner. Revision notes stated that there was minimal scar, small amount of joint fluid was encountered. Fibrous tissue was removed at the cup and liner. It was mentioned that the metal ions were elevated however result shows below 7ppb. Doi: (B)(6) 2007; dor: (B)(6) 2019; (right hip).